Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tip region. Continuity test passed, indicating intact conductors. Visual inspection revealed no abnormalities. The lead tip appears intact and undamaged. Laboratory analysis was unable to confirmed the reported allegation of dislodgement, evidence from the field and product analysis were insufficient to verify dislodgement. No evidence of device defect, malfunction, or abnormal damage was found that would require a surgery.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to dislodgement. Due to physician's discretion, this lead was not repositioned as he does not re-use leads implanted after 48 hours. This issue was discovered during an incision check. This lead was returned for analysis. No additional adverse patient effects were reported.